Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the evaluation of the returned device, the reported event could not be confirmed. The condition of the returned device did not match the reported event since the device was manipulated after the procedure, as reported by the customer. The stent was found to be released completely, the trigger mechanism was found to be activated and the safety clip was found to be detached upon sample receipt. A patency test with a device compatible guide wire could be performed without issue. The reported event could not be reproduced. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be associated with rough handling of the device during shipping, storage or preparation. The repeated premature deployment during advancement over the guide wire may be related to the initial manipulation of the stent during preparation of the device. Insufficient flushing of the device or the usage of inadequate accessories also may result in a repeated premature deployment. In this case, a 0.035" guide wire was used and the system was flushed. On the basis of the information available and the evaluation of the returned sample, a definite root cause for the reported event could not be determined. The IFU states: "visually inspect the bard e-luminexx biliary stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment." And "take care to avoid unnecessary handling, which may kink or damage the delivery system." Also the IFU indicates: "prior to inserting the delivery catheter over the guide wire, the system must be flushed with sterile saline at the two female luer ports until saline drips from the distal tip of the catheter. Flushing lubricates the surface between the inner and outer catheters." Furthermore, the IFU states that the bard e-luminexx biliary stent is only compatible with a 0.035" (0.89 mm) guide wire.

Event description:
It was reported that after opening the package and flushing of the delivery system, the stent was found to be partially released. Then the physician pulled the stent back into the sheath. The tip of the stent was self-deployed when the physician advanced the stent over a 0.035" guide wire up to the sheath. The device was removed and another stent was used to complete the procedure successfully. There was no patient involvement and no reported patient injury. Reportedly, the device was manipulated after the procedure.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient details. (B)(6). Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p080007.

Event description:
It was reported that after opening the package and flushing the delivery system, the stent was found to be partially released. Then the physician pulled the stent back into the sheath. The tip of the stent was self-deployed when being advanced into the sheath. The device was removed and another stent was used to complete the procedure. There was no patient involvement and no reported patient injury. Reportedly, the device was manipulated after the procedure.